Event description:
The customer reported to customer service that her transformer housing shattered (cracked) when she went to plug it in.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, the customer stated that she went to plug the transformer into the wall and it busted. The customer stated that she did not see any sparking, smoking, fire or melting. The customer also indicated that no injuries were sustained as a result of the issue. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. Attempts to retrieve the product were unsuccessful, including a final attempt by letter. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.